Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient information: height: 65cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional that "there was valve programming failure (10 mmhg)." Additional patient outcome has been requested. When the additional information is received a follow up report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received submersed; a deformation of the outer housing was observed during the visual inspection. The housing was subsequently measured and confirmed the presence of a deformation, slightly outside the tolerance. Permeability test- the test has shown that both valves and the prechamber are permeable. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - the housing showed a deformation. After the tests, we have dismantled the valves. Inside the valves there were no visible deposits. However, evena a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunciton in the past. Based on our investigation, we are unable to substantiate the claim of non-adjustability at the time of this testing. The progav was adjustable to all settings and the valves and prechamber all operated within the specified tolerances. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.